Event description:
It was reported that one day following a pulse field ablation clinical study procedure involving a farawave catheter the patient experienced a stroke. No further information was available.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.